Event description:
Revision surgery - oti trunion broke (38mm 8 degree and 32mm +5 head). Encore acetabular shell and liner removed during revision surgery. Pinnacle holding will be notified of the broken trunion and a voluntary MDR will be submitted.